Event description:
It was reported that at the start of a case, automatic ventilation would not work and the machine alarmed for "vent fail." Manual mode remained available and there was no pt injury reported. Ref MFR #9611500-2015-00104.